Event description:
Reporter stated that pt obtained a blood glucose result of 555 mg/dl, on the suspect device. Reporter noted that pt's blood glucose was immediately retested, on a hosp blood glucose monitor, with a result of 111 mg/dl. No pt injury was reported and no treatment was received. Reporter indicated that quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.